Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion,rinato, guide catheter: launcher al. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the physical resistance appears to be due to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric 90% restenosed lesion located in the mildly tortuous, mildly calcified, distal right coronary artery. Some resistance was felt during advancement of the 2.5 x 15 mm traveler rx balloon catheter to the lesion. The balloon ruptured at 6 atmospheres during the first inflation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.